Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld would not properly interrogate pt's pulse generators. Troubleshooting did not resolve the issue. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and no anomalies associated with the handheld communication were identified. The handheld was able to interrogate a known good generator with no observed anomalies. The most likely cause for the complaint may be associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. Testing of the handheld illustrated that if the handheld was tapped during operation, it would temporarily loose battery power causing the handheld to shut down unexpectedly.